Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: after multiple attempts to retrieve the device by the customer, no information was provided, therefore, device is not available for a physical evaluation. This complaint is not confirmed. No further information regarding the procedure, patient condition or the device used has been provided to determine a root cause for this failure. A non-conformance search was performed for this part 212855 lot l603942 combination and no nonconformances were identified. At this point in time, no corrective action is required, and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Manufacturer narrative:
(B)(4). The reporter's address and phone number were not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported via mail on a medwatch form that was given to depuy mitek by the regulatory group that a microfix quick anchor pulled out after the surgeon implanted the device. New implant was opened to finish the case. It was not reported if there were any delays in the surgical procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.